Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A visual inspection of the returned cycler exterior showed no sign of any physical damage. There were no indications of dried fluid within the cassette compartment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
During a routine follow up call to the clinic, the nurse reported the patient had been admitted to the hospital ((B)(6) 2014 through (B)(6) 2014) with peritonitis, thought to have been caused by touch contamination. During and after the patient's hospitalization she continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues and the patient's signs and symptoms of peritonitis have resolved. There is no allegation against any fresenius product in relation to the reported event.